Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces, no button error alarms noted. Insulin pump received with bleeding lcd glass, insulin pump received with cracked case at display window corners. Insulin pump received with minor scratched lcd window. Insulin pump received with missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 151 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.